Event description:
Subject was successfully resuscitated, however the subject subsequently expired two days later. (B)(4).

Manufacturer narrative:
Internal memory and ECG from incident reviewed. Result: artifacts were present during analysis. Device labeling, (instructions for use and voice prompts) provide methods for resolving artifacts. Conclusion: the subject was in a shockable rhythm, shocks were advised and shocks were delivered.